Event description:
It was reported that the patient reused the cassette when they started the peritoneal dialysis therapy over on the homechoice device. The patient called to troubleshoot an unrelated alarm, when the technical service representative found out that the patient reused single use cassette after starting the therapy over. The patient ended up connected to the device during the prime. The technical service representative explained that the patient needed to start over with all new supplies and assisted the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient started therapy over with the same cassette instead of changing out all supplies and ended up in prime while connected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.